Event description:
It was reported that the user was unable to remove the insulin cartridge connector during a supply change, and retrying the rewind step did not resolve the issue until the user used pliers to remove the connector, after which no damage was observed and insulin delivery was resumed. Symptoms included none, and blood glucose levels were unaffected. Outcomes included no clinical impact and no need for replacement supplies. Investigation included troubleshooting and user education on completing a full supply change with contact detach infusion sets. Investigation of this case revealed the connector could be removed mechanically without harm to the cartridge or connector, and the device functioned as intended after guidance. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with connector removal that was resolved through procedural guidance.